Manufacturer narrative:
The device has not been received by depuy synthese power tools, if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was allowing the drill to continue operating after the foot pedal was released. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.